Event description:
Pt admitted on (B)(6) 2013 for wound care; is also on continuous cycling peritoneal dialysis. History of multiple antibiotic use. Loss of IV access lead to use of intraperitoneal antibiotics (vancomycin) to treat sacral. Following multiple doses, pt developed a fungal peritonitis reported on (B)(6) 2014. Pt's peritoneal dialysis catheter was removed on (B)(6) 2014.